Manufacturer narrative:
This report is for one (1) unknown screw. Part#, lot# and UDI # is not available. Date of implant is unknown, approximately four year ago. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown screw. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, patient was revised secondary to a nonunion of the periarticular proximal humerus due to a plate that broke post-operatively. Approximately four years ago on an unknown date the patient developed a non-union and was implanted with unknown synthes devices [10 hole right periarticular plate, ten locking screws and four cortex screws (one was an interfrag screw independent of the plate)]. During the revision procedure, the screw head of one unknown 3.5mm locking screw popped off. The screw head fragment was retrieved. A screw removal set was used to remove the screw shaft from the patient. These events resulted in a 7-minute surgical delay. The broken plate and all the plate fragments were retrieved. In addition, nine locking screws and four cortex screws (one was an interfrag screw independent of the plate) were removed without incident. The broken plate was replaced with a 6 hole plate and an unknown quantity of screws. An iliac crest harvest was performed to help with the healing process. The procedure was completed successfully. No harm was reported to the patient. Patient outcome was reported as stable. Incident regarding plate breakage was reported in (B)(4). This complaint will capture screw break during the revision surgery. Concomitant devices include: 3.5mm lcp periarticular proxhumerus pl 10hole/235mm/rt (part# 02.123.028, lot# 7041624, quantity 1). This report is for one (1) unknown screw. This is report 1 of 1 for (B)(4).